Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted on due to lead insulation. Patient twiddled device, ra lead showed some damage to outer insulation and permanent kinks to lead body therefore the physician decided to replace the ra lead. No additional adverse patient effects were reported.